Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the clinic for a follow-up after receiving a vibratory alert for high, out of range pacing lead impedance. It was also noted that high voltage lead impedance and capture threshold had increased. X-ray revealed no issues. The patient will be monitored with a holter monitor.

Manufacturer narrative:
Received maude report (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.